Manufacturer narrative:
The device was returned to zoll (B)(4)'s service department, the malfunction was duplicated and attributed to the digital board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display intermittently blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.